Manufacturer narrative:
H6 result codes: 213 - no failure detected. 3123 - tip. Additional information can be found in the following sections: a4, a5b, d10, g4, g7, h2, h3, h6, h10, and h11. 4315, 61 - an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was informed that a monopolar permanent cautery spatula instrument was damaged during energy activation, so the fse replaced the integrated electrosurgical generator unit (iesu) for further evaluation. The system was tested and verified as ready for use.. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported complaint. The iesu unit was tested using the same instrument types but the failure was not replicated. It was noted the iesu energized, cauterized, and all ports recognized instruments. The cause of the reported issue cannot be traced to the iesu. Isi received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. For clarification, the pcs instrument was found to have thermal damage to the spatula. The spatula tip was melted and no longer flat. It was observed that the entire spatula tip and shaft were observed with dark char mark and thermal damage. Additional observation found the pcs instrument to have a broken sleeve. It was noted the broken pieces appeared to be missing as the sleeve had jagged edges. The missing pieces measured approximately 0.07¿ x 0.04¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. The pcs instrument was found to have thermal damage on the sleeve. Melted char marks were observed at the top of the sleeve in combination with the charring of the spatula shaft. The conductor wire insulation was not damaged and the electrical continuity test passed. The ear of the distal clevis was cut off for further evaluation, and it was noted the conductor wire at the weld/silicone potting appeared normal. On 09-sep-2020, isi received user facility report 0300870000-2020-8033 stating the following: "surgeon utilizing davinci robotic machine for laparoscopic hysterectomy. When surgeon turned up generator to begin using spatula it appeared to be glowing and looked melted on the tip. Doctor also noted missing piece of arm below the actual spatula. The defective device was removed and saved. Second spatula also appeared to be melted at tip after procedure. Pathology specimen was xrayed and black rounded metallic piece noted in the specimen. Appeared to potentially be missing piece of spatula arm." Patient information in section a has been updated per the received user facility report. Corrected information: a review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the fae noted both pcs instruments contained broken ceramic sleeves at the distal end. When the ceramic sleeve becomes broken, fluid is able to access an area where fluid would not normally go, creating a pathway for energy to seep into the instrument. Additionally, the char build up that was seen in both instruments is due to said broken ceramic sleeve. When the broken sleeve breaks at the distal portion, more of the spatula¿s metal becomes exposed, thus creating char build up in that location.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information: the user facility medwatch report number that is associated to this medical device report is 0300650000-2020-8010. Additional information: advanced failure analysis (afa) was completed. Afa confirmed primary failure analysis. The instrument was visually inspected and it was found that the spatula had signs of thermal damage along with the ceramic sleeve being broken. It was noted that the likely cause of the top of the spatula melting was through a combination of high generator settings along with contact with another metal object while energizing the instrument. The cause of the ceramic sleeve breakage is likely due to blunt force being applied to the top of the ceramic sleeve. Intuitive surgical, inc. (Isi) followed-up with the site¿s robotics¿ coordinator and was informed that they would speak with the surgeon regarding isi¿s follow-up questions; however, isi has not received response as of the date of this report.

Manufacturer narrative:
As of the date of this report, the pcs has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if additional information is received. Per subsequent follow up, the robotic coordinator that the first pcs instrument, addressed in this complaint, ¿melted¿, and when removed, fragments of the instrument were found to be missing. The robotics coordinator stated that x-rays were taken of the specimen that was removed and fragments were observed. It was confirmed there was no injury due to the arcing observed; however, it is unknown at this time if any of the missing instrument fragments were retained in the patient's anatomy. A log review was conducted, which resulted in the following findings: the logs showed the permanent cautery spatula (pcs) instrument part# 470184-13 lot# n10200323-0052 was last used on (B)(6) 2020 during a total benign hysterectomy procedure on system sk1382. It was noted the pcs instrument had 4 lives remaining. A review of the site's complaint history was conducted and a complaint for the second pcs instrument was identified. Refer to the report with patient identifier#: (B)(6) for the second pcs instrument. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the fae noted both pcs instruments contained broken ceramic sleeves at the distal end. When the ceramic sleeve becomes broken, fluid is able to access an area where fluid would not normally go, creating a pathway for energy to seep into the instrument. Additionally, the char build up that was seen in both instruments is due to said broken ceramic sleeve. When the broken sleeve breaks at the distal portion, more of the hook¿s metal becomes exposed, thus creating char build up in that location. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the pcs had arced and ¿melted.¿ instrument fragments were observed in the specimen that was removed, but it was unknown if any instrument fragments were retained in the patient's anatomy. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, a permanent cautery spatula (pcs) instrument arced and ¿melted.¿ the customer was not sure if any pieces fell inside the patient. It was noted that pieces seemed to be missing from the instrument and it was unclear whether the pieces were missing before the surgery started, or if it had happened during surgery. A backup pcs instrument was used, which also appeared to have pieces missing. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: it was reported that during the da vinci-assisted hysterectomy procedure on (B)(6) 2020, the surgical staff noticed that the first pcs instrument ¿melted.¿ the pcs instrument was removed, and fragments of the instrument were found to be missing. The instrument was removed and replaced with a second pcs instrument. However, after the procedure was completed, it was observed that the second pcs instrument was missing some fragments near the tip. The robotics coordinator asked the surgeon if they witnessed any fragments fall inside the patient. The surgeon reported that they did not see any fragments falling, and he was not concerned about fragments being retained inside the patient. The robotics coordinator confirmed there was no report of injury or any medical intervention rendered to the patient as a result of the arcing witnessed from the first pcs instrument. Reportedly, the pcs instrument part# 470184-13 lot# n10200323-0052 was the very first instrument used, and it was the instrument that had arced and had missing pieces. As a result, the customer replaced the pcs instrument with a second pcs instrument part# 470184-13 lot# n10200309-0010. After the procedure, the robotics coordinator noted that x-rays were taken of the specimen that was removed, and fragments were observed. It was confirmed there was no injury due to the arcing observed; however, it is unknown at this time if any of the missing instrument fragments were retained in the patient's anatomy. The procedure was completed robotically. The robotic coordinator confirmed the following: the instruments are usually inspected prior to use, there was no report of any instrument collision, no changes in their reprocessing, instrument wrists were straightened when removed, and no change in generator settings. The robotics coordinator did not know what surgical task was being performed when arcing was witnessed. The robotics coordinator stated that both the instruments were with the site's risk management, and would be released based on their discretion. Isi followed up with the clinical sales representative and obtained the following additional information: the clinical sales representative (csr) attempted to obtain patient-related information pertaining to the reported issue; however, the robotics coordinator was not comfortable with providing information.